Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from the service department of olympus europe se & co. Kg (oekg), omsc determined that this phenomenon might have occurred because the camera cable break might have caused by a kinked camera cable. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus europe (B)(4) for evaluation. The service department of olympus europe (B)(4) checked the subject device with following the specification. It was duplicated the reported phenomenon and found the camera cable was kinked which cause of no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the image of the subject device was not displayed when the camera cable of the subject device was connected to the camera control unit during the preparation for use. There was no report of patient injury associated with the event.